Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited pacing inhibition with subsequent right ventricular pacing occurring near the t-wave following av node ablation. Technical services determined the behavior was due to device timing and programming; reprogramming was discussed. The left ventricular (lv) lead sensing was turned off. The lead remains implanted. No adverse patient effects were reported.